Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) # is k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that [pt] received a cook gunther tulip filter on (B)(6) 2014. Patient outcome: it is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism, vena cava perforation, deep vein thrombus, insomnia, physical limitations. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported insomnia, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via right common femoral vein due to deep vein thrombosis (dvt). Patient is alleging vena cava perforation. The patient further alleges ¿cannot stand for long time or walk long distances and trouble sleeping.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, ¿positive for caval perforation. Superior extent of ivc filter is at the l2-l3 disc space. Inferior extent l4 vertebral body. A total of four prongs have perforated the ivc, series 2, image 40. Maximum distance prong perforated is 8 mm, series 4, image 39. No significant tilt of ivc filter seen on coronal or sagittal images.¿